Event description:
Family member on the phone heard the homecare nurse in the background calling their spouse to pt's bedroom. Family member heard spouse calling to pt. The spouse was responding to a life threatening event where pt was on the ltv, but was pale, and quite ridged. Reacted to pt's condition by disconnecting pt from the circuit and using an ambu bag to give pt a few "large breaths." Next they removed pt's trach tube and replaced it with a 'new' one. Upon reconnecting pt to the ltv it appeared to work fine and alarmed a few times. Paramedics arrived and transported pt to the local hospital. Family member and the homecare nurse thought the vent should have alarmed during this event, but did not. Alarms were working after pt was placed back on the ltv after pt's trach tube was replaced. When pt came home the next morning from the local hospital pt was placed back on the ltv. The vent was working "fine." However, the ltv was reported to be working fine before the event and was used continuously for all hours after local hospital discharge until device was returned to homecare dealer.